Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event was reported. The patient stated they woke up to the dexcom alerting that they had a sensor error. The patient checked their blood sugar and it was approximately at 560 mg/dl. The patient stated they did not feel any symptoms and as a precaution, they asked their wife to call an ambulance. The patient was transported to the hospital where they were administered 15 units of insulin and was sent home after a few hours of resting at the facility. At the time of contact, the patient was in stable condition. No additional patient or event information is available.